Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm discover the iabp boot issues and the helium and transducer failures. The stm replaced the front end board, primary 9v battery, executive processor board, helium tubing assembly, helium high pressure regulator and the helium pressure transducer. The stm then performed a preventive maintenance and all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a routine service/test performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) will not come ready on power up. There was no patient involvement and no adverse event was reported.